Event description:
It was reported, the patient did not feel stimulation. Reprogramming around "bad" electrodes was attempted. Patient had been reprogrammed two months prior and at the time patient felt stimulation. Patient was programmed on the electrodes that were reading greater than 10,000 ohms. With 0 as reference 0-4 and 6 were high, 5 was 701 ohms, 7 was 715 ohms. 8-15 were all normal range, approximately 600 ohms. Follow up reported x-rays were taken and it did not appear there were any fractures. Impedance test was ran and 0-7 had impedance over 10,000 ohms except for electrode 5 and lead 8-15 was normal. Further follow up reported it was unknown what the patient and physician planned to do. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).